Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had maladaptation. The iol was exchanged for unspecified lens model 4 months 09 days after the initial implant procedure. Clinical reason for explant was reported as maladaptation. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).